Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the reported (mtm not working properly 25521 esmh down) was confirmed but not replicated. In system logs, the 25521 error was found indicating embedded serializer for master handle (esmh) is down, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the esmh was inspected, and no faults could be identified. The esmh, embedded serializer in master base (esmb), and mwh are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis and the reported complaint (mtm not working properly) was confirmed and replicated. In system logs, the 23025 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 2. Once testing was completed, the axis 2 motor and motor cable was tested and was verified to be the source of the fault. Failure analysis confirmed the reported failure. The root cause was attributed to electrical failure from the axis 2 motor and axis 2 motor cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon side console (ssc) right master tool manipulator (mtm) was not working properly. Before calling in, the site had already restarted the system with power removal without improvement. The site continued with the second ssc that was connected from the beginning. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive the mtm involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.